Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.

Event description:
Customer said this door seal has gone bad and it is coming apart from the door.